Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407652 lead 2014-(B)(6), 6935m lead 2014-(B)(6). (B)(4)

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv capture control was turned off, the patient came back for follow-up, no phrenic nerve stimulation was observed in the lv tip-lv ring pacing configuration even with highest energy, so the lv automatic capture control was turned back on. The lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.